Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by facility they have stopped using the guidewire and inserting the catheter "floppy". There was no reported injury, however, malposition piccs have potential to cause risk to cause injury. No other information was provided.